Event description:
The user reported that the hl20 pump displayed the error message: "safety-s¿ during preventive maintenance. No harm to any person was reported. Complaint ID #: (B)(4).

Manufacturer narrative:
The user reported that the hl20 pump displayed the error message: "safety-s¿ during preventive maintenance. No harm to any person was reported. A getinge field service technician was onsite and investigated the unit in question. The problem was resolved by replacing the safety system board. The system was checked according to factory¿s specification and all tests passed. Thus the reported could be confirmed. This reported error message was investigated by getinge life cycle engineering on 2020-03-06. The most probable cause for the reported error message "safety-s" could be determined as a loose contact in the conductor from the voltage supply +12v to the voltage regulator ic5. Device was manufactured in 2022-03-10. The device history record (DHR) of the (material: 701028580, serial: (B)(4)) for which a customer complaint was received, was reviewed on 2022-12-08. The DHR does not show any abnormality or issue that is related or can have led to the customer complaint. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required the occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.